Event description:
Pt seen in clinic for pt alert evaluation. Noted elevated thresholds and patient alert for out of range impedance. Device was removed from service. No patient complications have been reported as a result of this event.